Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that, that following an intraocular lens (iol) implant procedure, the patient iol rotated in left eye since the patients vision is blurry at distance. Additional information has been requested.